Manufacturer narrative:
The astral device was returned to resmed for evaluation. The reported complaint could not be reproduced. However, review of the device data logs confirmed the reported complaint. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197) related to the outlet flow sensor. There was no harm or serious injury reported as a result of this incident.